Manufacturer narrative:
By checking the manufacturing charts of the involved lot# (cup 5549.14.640 lot# 1502388) no pre - existing anomalies were found on the overall number of components placed on the market with the same lot#. We also checked the dhrs of the other lima components involved (femoral head code # 5010.42.364, lot #1581662, spacer code # 5885.15.510, lot #1513215, liner code #5885.42.258, lot #1680863) and no anomaly was detected on the components placed on the market with these lots. This is the first and only complaint received on the overall lots. Complaint source provided us very few info about this case. Even if we repeatedly asked, the following info have not been shared with limacorporate: - patient's clinical data - xrays referring to previous surgeries and last surgery - explants availability without the requested additional info, we could only check the dhrs, which confirmed that the components had been manufactured up to specs, no deviation detected. We cannot provide a clinical evaluation, which would have helped to understand the condition of the patient prior to the revision performed on (B)(6) of (B)(6) 2018 and (B)(6) 2016. Based on he info received, we can only speculate that contributory cause for the loosening of the lima cup is the metallosis, which probably initiated soon after primary surgery (metal on metal components from a different manufacturer implanted). Based on our analysis, this event cannot be classified as product related. No specific action for this case, limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Second hip revision surgery performed on (B)(6) 2018 due to loosening of acetabular cup previously implanted. According to the info reported, patient's clinical history was the following: · primary surgery performed on 2009 (exact date unknown). During this surgery, a metal on metal hip prosthesis from another manufacturer was implanted; · first revision surgery performed on (B)(6) 2016 . During this surgery, the metal on metal prosthesis previously implanted was removed and the following lima components were implanted: - delta-one-tt acetab.cup ø64mm, code #5549.14.640, lot #1502388 - fem. Modular head - xl ø36mm, code # 5010.42.364, lot #1581662 - delta neutral spacer l, code # 5885.15.510, lot #1513215 - delta liner øint 36mm # medium, code #5885.42.258, lot #1680863 stem from another manufactured was implanted together with the lima acetabular components; · second hip revision surgery (object of this complaint report) performed on (B)(6) 2018 due to loosening of the lima acetabular cup (code #5549.14.640, lot #1502388) previously implanted on (B)(6) 2016 . No details on the components implanted during this surgery (probably from a different manufacturer). According to the info received, since primary implant in 2009, patient experienced increasing pain and metallosis and metallosis could have contributed to the cup loosening. Event happened in switzerland. Among the components involved, only the head (code # 5010.42.364, lot #1581662) is marketed in the USA (wich, according to our analysis, is not the suspected code: the cup -code #5549.14.640, lot #1502388- is the suspected code,not marketed in the USA).

Manufacturer narrative:
By checking the manufacturing charts of the involved lot#s, no pre - existing anomalies were found on the instruments placed on the market. This is the first and only complaint received with these lot #s. We will submit a final report once the investigation will be concluded.

Event description:
Second hip revision surgery performed on (B)(6) 2018 due to loosening of acetabular cup previously implanted. According to the info reported, patient's clinical history was the following: ·primary surgery performed on 2009 (exact date unknown). During this surgery, a metal on metal hip prosthesis from another manufacturer was implanted. First revision surgery performed on (B)(6) 2016. During this surgery, the metal on metal prosthesis previously implanted was removed and the following lima acetabular components were implanted: fem. Modular head - xl ø36mm, code # 5010.42.364, lot #1581662; delta-one-tt acetab. Cup ø64mm (not marked in USA); delta neutral spacer l (not marked in USA); delta liner øint 36mm # medium (not marked in USA). Stem from another manufactured was implanted together with the lima acetabular components. Second hip revision surgery (object of this complaint report) performed on (B)(6) 2018 due to loosening of the lima acetabular cup previously implanted on (B)(6) 2016. Complaint source reported that since primary implant in 2009, patient experienced increasing pain and metallosis. In details, metallosis could have contributed to the cup loosening. Event occurred in (B)(6).